Manufacturer narrative:
The viper2 final tightener driver was returned to the complaints handling unit for evaluation. Fracture analysis found evidence of a shear torsional overloading during tightening. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip breakage cannot be determined from the samples and information provided. However, the likely root cause is the driver undergoing quasi-static shear failure as a result of unanticipated level of torque as the torque handle was seized. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was final tightening a two level, expedium screw construct from l3 ¿ l5 using a midline approach. Dr. (B)(6)I had locked down 5 of the 6 set screws, and when he went to lock down the left l3 screw, the tip of the viper screwdrive (2867-45-550) sheered off into the set screw. Dr. (B)(6) used a carbide drill bit to cut the rod, and then helicoptered the screw out. He replaced the screw. He then tried to final tighten that side of the construct again, and then another screwdriver tip was sheered off again. Once again, dr. (B)(4) used a carbide drill bit to cut the rod, and helicoptered the broken screw out. He then proceeded with the case, reduced the rod and began closing. 45 minute delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.